Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the PICC fractured and was removed wednesday (B)(6) night. Patient has had a confirmed dvt around the line and on blood thinners since (B)(6) 2024. Cxr shows no visible issue with the line but the right arm x-ray shows a possible kink in the right arm about 3cm from insertion. Unknown if dvt was caused by the fracture in the PICC. Doppler to confirm dvt. Anticoagulant prescribed for administration, to disperse the dvt. New PICC inserted in the opposite arm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter fracture was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 7cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported the PICC fractured and was removed wednesday on (B)(6) night. Patient has had a confirmed dvt around the line and on blood thinners since on (B)(6) 2024. Cxr shows no visible issue with the line but the right arm x-ray shows a possible kink in the right arm about 3cm from insertion. Unknown if dvt was caused by the fracture in the PICC. Doppler to confirm dvt. Anticoagulant prescribed for administration, to disperse the dvt. New PICC inserted in the opposite arm. No other information was provided.